Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the patient became hemodynamically unstable after a trans-septal puncture. The patient had hypotension. The sheath was in the body at the time, and the case was aborted while under general anesthesia. The patient subsequently underwent open heart surgery. The patient's hospitalization was extended. The patient's current status was noted to be stable. No further patient complications have been reported as a result of this event.